Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the no image issue was likely caused by component failure: however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer reported information.

Event description:
It was reported that during inspection for use, the gastrointestinal videoscope's video was not working when plugged into the tower. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.